Event description:
It was reported that during a stenting treatment procedure, guide wire tip detachment occurred. The 90% stenosed target lesion was located in the ramus. After a 185cm kinetix guide wire reached the target lesion, tip detachment occurred during device withdrawal. The detached tip was recovered using a snare. The procedure was completed using dilation and stent implantation. No other complications were reported and the patient's post-procedure condition is reported as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, guide wire tip detachment occurred. The 90% stenosed target lesion was located in the ramus. After a 185cm kinetix guide wire reached the target lesion, tip detachment occurred during device withdrawal. The detached tip was recovered using a snare. The procedure was completed using dilation and stent implantation. No other complications were reported and the patient's post-procedure condition is reported as stable.

Manufacturer narrative:
Device evaluated by MFR: the distal tip, including the coil wire/core wire/ribbon (ccr joint) was the only portion of the kinetix guidewire returned for analysis. The core wire and high torque sleeve (hts) were fractured. The remaining hts measured 21 mm long from the fracture to the distal tip. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).